Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for son via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that son fell shoveling snow. Customer reports display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Insert battery alarm did not display on the pump screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received solid white blank display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Pump received with scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window.